Event description:
A patient reported that a device failed and would not turn on. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.